Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that while dextrose 5% in 0.9% nacl was infusing at 100ml/hr through central line, the device produced an error alarm. It was then noted that the tubing had separated at the lower fitment, which caused leak of the fluids. Furthermore, the event also caused leakage of patient's blood as the distal portion of the tubing was hanging. The event occurred at critical care medicine unit (ccmu). Although requested, additional information was not provided.